Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 422 mg/dl, 131 mg/dl, and 95 mg/dl.